Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal device check. Upon interrogation, the right atrial lead exhibited loss of capture and loss of sensing. It was noted that the lead had dislodged. The lead was explanted and replaced. The patient tolerated the procedure well and would continue to be followed normally.